Manufacturer narrative:
D10 concomitant product: unknown pencil - unknown pencil. Unknown pencil - unknown pencil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a tonsillectomy, a non-medtronic coated and protected bovie tip with a covidien cautery pencil had a fitting/compatibility problem, the non-medtronic tip did not seat completely into the covidien pencil leaving an exposed metal area at the base causing a first degree burn with a size of 1cm x 0.5cm x 0.2cm on a pediatric patient's lip, the device was being used with bi-polar/monopolar - 35/35 mode of operation from the monopolar perspective (cutting), use of the product was stopped immediately upon recognition of the burn, the staff did a full change of equipment and activated a burn protocol. A new cautery pencil was opened and tip was opened, old pencil, tip, and machine sequestered. Opened second pack from materials and the same tip and pencil were in there and also did not seat completely. Packs were purchased and come prepared from medline. Communication to all or staff to be mindful of this situation and to remove any pencils/tips that leave any exposure. Quality and safety notified, parents informed, surgeon to place wound care consult. Wound care consult was to keep mouth and wound clean, brush teeth and use mouth wash on cotton tip applicator, may use lip moisturized as needed, the patient was kept overnight which was normal, the patient had additional care required, was readmitted twice after they had additional complications. The anticipated procedure was completed (tonsillectomy). The patient was referred to a plastic surgeon for follow up, follow up also scheduled with primary provider. A picture was attached showing the burnt lip of the patient.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the patient¿s injury. It was reported that there was an adverse event without an identified device or use problem. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tonsillectomy, a non-medtronic coated and protected bovie tip with a covidien cautery pencil had a fitting/compatibility problem, the non-medtronic tip did not seat completely into the covidien pencil leaving an exposed metal area at the base causing a first degree burn with a size of 1cm x 0.5cm x 0.2cm on a pediatric patient's lip, the device was being used with bi-polar/monopolar - 35/35 mode of operation from the monopolar perspective (cutting), use of the product was stopped immediately upon recognition of the burn, the staff did a full change of equipment and activated a burn protocol. A new cautery pencil was opened and tip was opened, old pencil, tip, and machine sequestered. Opened second pack from materials and the same tip and pencil were in there and also did not seat completely. The patient had additional care required, was readmitted twice after they had additional complications. The anticipated procedure was completed (tonsillectomy). The patient was referred to a plastic surgeon for follow up, follow up also scheduled with primary provider. A picture was attached showing the burnt lip of the patient.